Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads and case at display window corners. The device was received with broken belt clip slot and minor scratches on lcd window.

Event description:
It was reported that customer experienced physical damage of insulin pump. It was reported that there are cracks on battery compartment and display screen. It was also reported that drive support cap appears to be damaged. Insulin pump would be replaced. No further information provided.